Event description:
This is filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with posterior leaflet flail. During use of the first clip, the physician attempted to grasp medial to the flail segment. Mr reduction was not satisfactory and it was decided to move lateral to the first grasp. During this grasp, mr reduction was noted, but it was decided to move a little more lateral to optimize mr reduction and tissue insertion. At this point, it was noticed that there was interaction with the anterior leaflet and the gripper arm. Standard troubleshooting performed to free the clip from the leaflet and potential chord interaction, the clip was inverted and the physician safely withdrew the clip into the left atrium with no additional mr or damage to the valve. Upon repositioning in the left atrium, it was noticed that the posterior gripper was not working. The clip was removed from the body. Another clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult to open or close (gripper actuation ¿ single). The reported difficult to remove (anatomy) during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported gripper actuation ¿ single) could not be determined. The reported difficult to remove (anatomy) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.